Event description:
It was reported that while the pt was sitting on the floor watching tv the lumen of the tesio catheter snapped and the extension fell off. The lumen broke just past the exit site. The pt had a new catheter placed.